Manufacturer narrative:
This MDR should be considered cancelled. This was determined to be an instrument issue, not a reagent issue. The instrument malfunction was reported under MFR report number: 1119779-2021-01474.

Event description:
It was reported that while testing patient samples with bd max¿ enteric parasite panel false positive results were obtained for cryptosporidium and giardia. Confirmatory testing performed using bd max. There was no report of patient impact. The following information was provided by the initial reporter: false positive results for cryptosporidium and giardia while using cat 442960.

Event description:
It was reported that while testing patient samples with bd max¿ enteric parasite panel false positive results were obtained for cryptosporidium and giardia. Confirmatory testing performed using bd max. There was no report of patient impact. The following information was provided by the initial reporter: false positive results for cryptosporidium and giardia while using cat 442960.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.